Event description:
A customer reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.